Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device battery and charging faults were due to a defective internal battery and main circuit board (pcb). The internal battery and main pcb were replaced to address these issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device's internal battery failed to power the device and charge properly. There was no patient injury reported as a result of this incident.